Event description:
Procedure type: esophagus. According to the reporter: an end-to-end anastomosis of the esophagus and jejunum was performed with orvil25 and eeaxl2535. Since it was hard to pierce the bulb tip, the hole on the esophageal stump was cut additionally; but as a result, the hole was expanded widely when the tip and tube were passed. After the anastomosis, it was confirmed the doughnut ring on the esophagus side was thin and the anastomosed part was reinforced. A leakage test was not performed during surgery. Three (3) days after surgery, leakage occurred from the anastomosed part as detected by a shadow in the left thoracic cavity was found by x-ray. The next day, drain was remained in the left thoracic cavity and bloody fluid was confirmed. In the original surgery, diaphragm was cut and both pleurae were resected for tumorectomy and anastomosis. That caused the fluid in the thoracic cavity. A reoperation was not performed. The pt is under observation with indwelling drain and has a good outcome so far.

Manufacturer narrative:
(B)(4).